Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the vein utilizing a retrograde approach. The 90% stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and severely calcified posterior tibial artery. A 5.0x40,75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 22 atmospheres then second inflation was performed at 22 atmospheres. However, during the third inflation at 23 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.